Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown nail/unknown lot number. Unsure if device is/not expected to be returned for manufacturer review/investigation, still with customer. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tooth broke off of nail as the surgeon tried to push the handle anterior during a lateral entry recon nail procedure. Surgical delay was 15 minutes. The tooth was not retrieved. The surgeon had to freehand lock proximally. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Patient ID: unknown (B)(6). Hospital contact: (B)(6). An investigation summary was performed. The investigation of the complaint articles has shown that: products were not returned, an investigation could not be performed; the review of the device history record could not be performed with an unknown lot number. Products will not be returned for further investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.